Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# 139256/ m2a-magnum 42-50 tpr insrt / lot # 966480. Item # 51-101120 / tprlc 133 fp type1/lot # 2783624. Item # us157856/ m2a-magnum pf cup/lot # 832930. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 -01976.

Event description:
It was reported that patient underwent a right hip revision surgery approximately 8 years post implantation due to unknown reasons. The cup and stem were noted to be well fixed. The head and adapter were replaced with dual mobility. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a two stage right hip revision approximately 8 years post implantation, unrelated to infection. Stage 1 was performed on an unknown date and involved debridement of a large pseudo tumor without removal of hardware. There is a gap between the two stages due to the patient being covid positive. Later, on the event date, stage ii was performed, a small amount of pseudo tumor was removed posteriorly and the quadratus was found missing. The head was removed and a new head, taper and liner were implanted.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00812. This follow-up report is being submitted to relay additional information. The following sections were updated. Updated: b4, b5, g3; h2; h3; h6. Proposed component code: mechanical (g04) - head. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: small amount of peudo-tumor like material posteriorly ¿ most of it was posterior capsule. Quadratus was missing. Gluteal musculature, including gluteus medius & maximus in great shape. No evidence of deep infection. A definitive root cause cannot be determined. The additional information does not change the outcome of the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.